Event description:
Reporter states lancet device will not retract; needle did not retract after firing while using the softclix lancet device. No accidental needle stick reported. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.